Event description:
The customer reported that the ventilator alarmed with error codes indicating a internal communication failure resulting in a vent inop condition. The customer reported there was no patient involvement.